Manufacturer narrative:
Not a pride issue. Consumer's husband fell into the footrest and broke it.

Event description:
Mr. (B)(6) fell into mrs. (B)(6) footrest and broke the footrest and her leg.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Mr.(B)(6) fell into mrs. (B)(6) footrest and broke the footrest and her leg.